Manufacturer narrative:
Additional: it has since been reported that the patient experienced granulation at the abutment site and subsequently was administered steroids by injection (date not reported) and oral antibiotics (date not reported). It has also been reported that the patient underwent revision surgery on (B)(6) 2019, in order to convert the patient to a percutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture. Topical antibiotics were administered to manage the infection post abutment removal. Patient details have been reported and section a has been updated accordingly. This report is submitted on april 20, 2019.

Manufacturer narrative:
The device details had not been confirmed as of the date of this report. (B)(4).

Event description:
Per the surgeon, the patient developed an infection and granulation at the abutment site and subsequently was administered oral antibiotics and steroid injections (date not reported). There are plans to convert the patient to a percutaneous baha implant system to replace the abutment with a magnet, however, this has not occurred as of the date of this report. The implanted device remains.